Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 370 mg/dl. The customer stated that the insulin pump did not work because, the battery cap was not registering the battery. She was treated with insulin via intravenous drip in the intensive care unit. The customer was not wearing the insulin pump at the time of hospitalization and had been off insulin pump therapy for about a month prior to the event. Advised that the battery cap would be replaced. Nothing further reported.